Manufacturer narrative:
(B)(4). The sample was returned to baxter for evaluation. A visual and functional test was performed with no abnormalities noted. The direct cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The power was cycled on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.